Manufacturer narrative:
D1 - brand name, h3, h6, h7 and h9: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies noted related to the event. The event history log (ehl) was reviewed. The alarm related to the force sensor test was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty main board and damaged force sensor, and both were replaced.

Event description:
It was reported that the pump force sensor was not reading, and it was found out during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.